Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 20 mg/dl at the time of incident. Customer treated with carbs and glucose tablets for low blood glucose. Customer declined troubleshooting for low blood glucose. Customer reported that they did receive a calibration not accepted alert and change sensor alert. Customer reported that they did not receive a sensor updating. The device will not be returned for analysis.